Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampons missing string and push inserts [device physical property issue] case narrative: consumer reported via email that the tampons were missing strings and push inserts. No injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampons missing string and push inserts [device physical property issue]. Case narrative: consumer reported via email that the tampons were missing strings and push inserts. No injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampons missing string and push inserts [device physical property issue]. Case narrative: consumer reported via email that the tampons were missing strings and push inserts. No injury was reported.